Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.